Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 120 and 146mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): the 134mg/dl (B)(6) 2016 11:18 pm fasting: yes, the 269mg/dl (B)(6) 2016 08:40 pm fasting: yes, the 251mg/dl (B)(6) 2016 08:40 pm fasting: yes, the 171mg/dl (B)(6) 2016 12:37 pm fasting: yes, the 145mg/dl (B)(6) 2016 12:37 pm fasting: yes.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 120 and 146 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).